Event description:
A peritoneal dialysis pt reported that he received an alarm during treatment. When the pt powered the cycler off, he noticed fluid in the cassette door. There is no report of pt ill effect. The sample is not available for evaluation.

Manufacturer narrative:
There was no sample returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.